Event description:
Medics were attempting to resuscitate a patient but after successfully administering three shocks to the patient, the device displayed a "defib fault 78" message and shut off and would not power back on. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.